Event description:
The customer reported via phone call that he had a high blood glucose level of over 500 mg/dl. The customer treated his high blood glucose with a manual injection. He had brain surgery a year and a half ago. The insulin pump's tubing had eight small bubbles. The customer's site was sore. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.